Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pen is no longer delivering insulin. The plunger moves backwards every time they dial up a dose. The customer's mother primed the insulin pen multiple times and replaced the needle , but the issue was not resolved. The customer's mother stated the screw is pulling back into the pen while dialing a dose. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.

Manufacturer narrative:
Serial number: n/a. Software version: n/a . Color: blue. Battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark due to dust/debris under the dose button and on the dose detent. Unable to perform functional test due to drive anomaly.